Manufacturer narrative:
Results - visual inspection of the ipg revealed the backside of the header assembly had a void located at channel 6 due to the backfill being inadequately sealed. The void would have allowed fluid to migrate into the header assembly, which would have created an additional current path for stimulation. The leakage current at the header could have resulted in overstimulation and a change in the system impedances. Conclusion - complaint was confirmed for "overstimulation" for the 3716 ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: #1627487-2013-19452.